Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for instrument inspection. After evaluation of the instrument and instrument data, the cse performed a decontamination of the acid, base, water and wash 1. In addition, the incubation ring motor, bearings and lock mechanism were replaced. The acid pump was replaced due to a crack. Qc was acceptable after service. The cause for the elevated advia centaur cp tni ultra results is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
The customer reported four positive results for advia centaur cp troponin ultra (tni ultra) that were questioned by the doctor(s). The results were negative when repeated on the customer's other advia centaur system. The same four test samples were repeated on the original advia centaur cp system and the results were negative. The customer provided corrected test results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant advia centaur cp tni ultra results.